Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon receipt the monitor failed an internal pulse test. Further investigation was unable to duplicate the failure. The root cause for the failed internal pulse test could not be positively identified. The monitor was removed from service as a precaution. Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 104) has been confirmed. Upon investigation the monitor failed incoming functionality testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it caused a service code 104 (sd card fault).

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 104) has been confirmed. Upon investigation the monitor failed incoming functionality testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it caused a service code 104 (sd card fault).